Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Laparoscopic left hemicolectomy with anastomosis terminal/lateral. Were there any issues in regards to device performance at all during the surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6) director of surgical unic. 5 years experience with manual circular stapler. 4 uses with motor circular stapler. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Was the green checkmark visible at the end of the firing? Yes. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Donuts well formed. Was a leak test performed? If so, what was the result? Yes, bubble test with air. Well done. Can a detailed timeline of events or operative notes be provided? No. How was leak identified? After 10 days for patient fever and pain. What was done during the reoperation? They made a storia. Were there any issues noted with staple formation at any point throughout the care of the patient? No. Has a cause of death been determined? Septicemy. Does the surgeon believe that an alleged deficiency of the device led to the patient¿s death or were there other contributing factors to include patient tissue condition? He is convinced it is a device problem. Why does the surgeon believe the colon was ischemic at the time of autopsy? They find an ischemic colon during reoperation. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? He spoke with our european medical director. Information received from local medical affairs: according to dr. (B)(6) he and his team have performed about 250 consecutive anastomoses all following the same sop. In all those cases they have not observed a single (zero) anastomotic leak. The case discussed was laparoscopic lar (lower anterior resection) for colon cancer. The case followed a strict internal sop (e.g. Eras protocol in place / central ligature of supplying artery / doppler-ultrasound before and after the anastomosis to document arterial blood supply / anastomoses performed as termino-lateral anastomoses / bubble-test and endoscopy for leakage identification / early mobilization / food 2nd day). The patient suddenly presented in septic shock at postop day 9 and was brought back to the or. Half of transverse colon presented ischemic and the anastomosis presented wide open. Emergency measures were carried out but patient died within 1 or 2 days on the ICU in septic shock.

Event description:
It was reported that there was anastomotic leakage six days after a laparoscopic left hemicolectomy. Patient has died. There will be an autopsy. Additional information was provided the primary surgery occurred on (B)(6) 2019. During the surgery it was done the doppler check to verify the perfusion and an endoscopic check to control the anastomosis. The anastomosis was normal. The operator had proceeded slowly approaching the tissue, had waited more than 15 seconds before firing and he came out vasculating after opening 2 whole laps. The patient was revised on (B)(6) 2019 at night. The patient was in septic shock, he was operated on urgently. He died on (B)(6) 2019. On saturday (B)(6) 2019, an autopsy was carried out. The anastomosis had given way and all the clips were on the side of the colon. The colon appeared to be ischemic.